Manufacturer narrative:
Unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing o-ring from reservoir tube. Unit received with cracked case at reservoir tube window corners, case at display window corners and lcd window.

Event description:
The customer reported via phone call that the insulin pump was dropped and has a cracked reservoir area and cannot lock the reservoir into place. The customer also indicated that there is a crack on the display screen. The customer's blood glucose reading was 180 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.